Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced a blank display. The customer stated that this may have been caused from exposure to a magnetic resonance imaging machine. The customer's blood glucose was unknown. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with a constant motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump powered up properly after battery insertion. No blank display or display anomaly noted. The insulin pump powered up properly after battery insertion. No blank display or display anomaly noted. The insulin pump has cracked reservoir tube lip.